Event description:
A customer reported a loss of telemetry monitoring occurred due to a presumed cic (central station) hard drive failure. Patients were reportedly relocated for alternate monitoring. No death or injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.